Event description:
It was reported that the left ventricular lead exhibited high threshold. The pulse generator reached elective replacement indicator (eri) and was explanted after only two years due to high pacing output to compensate for the high thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.